Manufacturer narrative:
E1- (B)(6) beijing. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle at insertion section is slightly worn, interrupted and weakened. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 error may have been caused by a damaged universal cord. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a b30 error during service/maintenance.